Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. During a thoracic endovascular aortic repair (tevar), a non-bsc guide wire was used and then removed after use. The guide wire was changed to a 035/260 amplatz super stiff guidewire. However, upon introduction of the amplatz super stiff guidewire, about 5cm of the tip of the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil damage, as part of overall visual revision. The device has coil stretched and kinked near to the distal section. The overall length couldn't be measured due to the device condition (coil stretched). Outer diameter (od) of the middle and proximal section of the device were measured and are within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. During a thoracic endovascular aortic repair (tevar), a non-bsc guide wire was used and then removed after use. The guide wire was changed to a 035/260 amplatz super stiff guidewire. However, upon introduction of the amplatz super stiff guidewire, about 5cm of the tip of the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.